Event description:
It was reported that the insulin pump re-set itself during a bolus. Customer then experienced off no power. Customer has tried several new batteries and nothing has worked. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device received with currents in specifications. No unexpected off no power anomaly noted during our testing. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip and cracked reservoir tube.